Event description:
Procedure: esophagogastrectomy. According to the reporter: the surgeon fired the stapler across tissue and vessels below the stomach. As the surgeon fired on "thin vascular tissue" the first squeeze sounded normal, but on the second squeeze, the surgeon heard the handle crack. After pulling the device away from tissue, the staple line just "opened up" and the pt bled abnormally. The staple line completely failed, opened up. The surgeon then had to apply clips in order to stop bleeding, but then sutured the entire staple line for closure. The amount of blood loss was not known, but a transfusion was not required. Or time was extended approx 30 mins. Surgeon used a competitive product for the remaining portion of the procedure.